Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) showed several performance issues. This patient has a left ventricular assist device (lvad) and was causing noise on both this right ventricular (rv) and left ventricular (lv) leads. It was decided to re-program the device to rv pacing only. In addition, the patient had a gall bladder procedure, and high rv and lv capture thresholds were noticed before and after the electrocautery mode was turned on and off, it was elected to program max output for both channels. While the patient was sitting up in the hospital, two inappropriate shock therapies were delivered due to lvad noise oversensing and intermittent loss of rv capture was noticed as well. Subsequently, tachy therapy was programmed off and an emergency micra pacemaker implant procedure was performed because of lack of confidence in this device rv therapy. The micra device implant was difficult as capture was not clear, then a temporary lead was used, and capture was not clear as well. Apparently, the patient was in possible ventricular fibrillation (vf) obstructing capture signals, and lvad noise was complicating to determine if it was real. However, an external shock was delivered, and the shock converted the vf. Adequate measurements and capture were obtained, and the implant procedure was completed. The final programming for this patient's crt-d was lv only with the micra device as rv backup. The patient was feeling well the next morning. Reportedly, the patient is performing dialysis and has high potassium levels, electrolyte imbalance is a well-known complication for capture. This rv lead remains in service and no additional adverse patient effects were reported.